Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device, a technical support specialist (tss) confirmed that the issue was resolved by the customer by turning on the station, and tss verified that station was online in remote support service (rss). No further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station turned to a black screen when a nurse attempted to log in. The device was also shown as offline on remote smart service. The customer performed a reboot and also unplugged and re-plugged the power cable; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from main pharmacy and another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.